Event description:
"CT [redacted name] found a lancet that was dysfunctional and left needle exposed CT was checking pts morning blood glucose. The broken lancet was hazardous to both pt and staff. Advise staff to look out for possible faulty lancets."